Event description:
It was reported that the device failed to deliver defibrillation energy properly. There was no report of patient use associated with the event. Physio-control evaluated the device and observed that it gave a "clunk" sound and displayed the "abnormal energy delivery" message while discharging 360 joules into an analyzer.

Manufacturer narrative:
(B) (4). Physio-control replaced the waveshaping inductive resistor and observed proper device operation through functional and performance testing. Physio continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.